Manufacturer narrative:
Inspection of the two screwdrivers under a microscope revealed a very small burr on the tip. This is the first time such an occurrence has been reported and the investigation is still in progress.

Event description:
Company representative in the us reported that the tip of the cannulated screwdriver did not fit inside a pedicle screw. Another screwdriver was used without a problem with no change in the clinical procedure.